Event description:
The patient¿s parent reported the patient's blood glucose level rose to 19 mmol/l (342 mg/dl) while wearing the pod between 5 and 24 hours. It was reported being unsure if the cannula was properly seated in the infusion site on the patient¿s leg. Additionally, it was mentioned when the pod was removed from the infusion site, the cannula was found slightly bent and not inserted into the skin. The reporter mentioned they administered additional insulin; however, despite several correction boluses (approximately one every hour to one half hour), the patient¿s glucose levels continued to rise. As treatment, the pod was removed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.